Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. As the customer was unable to quantify the amount of times this occurred, one complaint has been recorded to capture the surgeon's comments. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during laparoscopic cholecystectomy procedure, the surgeon complained that 70% of the time in these cases the devices were leaking. The surgeon mentioned that most of the leaking came from the 12mm trocar. No adverse consequences reported. The devices were discarded. No additional information is available.